Manufacturer narrative:
(B)(4): device not returned.

Event description:
On (B)(6) 2015, acufocus, inc. Became aware of an inlay being explanted from the right eye of a (B)(6), female patient, 37 days postoperatively due to a central, sterile, white infiltrate approximately 1 mm in diameter in the anterior stroma. Upon removal of the inlay it was observed by the surgeon that the infiltrates were superficial to the pocket and not within the pocket where the kamra inlay was located. The patient recovered and was discharged by optilase on (B)(6) 2015.